Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 30 mg/dl. It was unknown how the customer treated for their low blood glucose. The customer reported sensor blood at site. Customer stated the site was not actively bleeding. It was unknown whether customer was using auto mode. Customer not like to continue troubleshooting site issue. The pump will not be returned for analysis.